Manufacturer narrative:
The device involved in the reported incident will not be returned to the MFR for eval. No conclusion can be reached at this time. This complaint will be considered complete and closed. The prod user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called explaining that he put a new pod on, in the morning. His bgs were below 160 all day and at 9pm his bg went to 300, at this point, he took 9u by his pod. At 10:30 his blood glucose levels were high and he took 8 more u with his pod. At 12am, he took another 5 units and at 2am, he woke up sick to his stomach. He took another 4u bolus by the pod and was taken to the hosp by ambulance. At the hosp, customer stated they removed the pod and noted that the cannula appeared bent. Customer was put on an IV to lower his blood glucose. Customer stated, that in addition to his diabetes the hosp treated him for bacteria in his stomach. On friday afternoon he put another pod on and reported no further issues. Customer said he has gastroparesis and has difficulty managing his insulin intake with the food he is digesting. The pod was removed and discarded at the hosp. The device is not being returned for eval.